Manufacturer narrative:
(B)(4).

Event description:
The customer noticed a small drop of blood on the cap of the control vial. The customer ran a patient sample to verify the beckman coulter act diff 2 instrument performance, and a drop of blood was also visible on the patient sample cap. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The material safety data sheet (msds) was not reviewed. The customer contact guided the customer through the troubleshooting of the instrument. The customer removed the probe wipe block, cleaned it with 50/50 bleach, and then rinsed the block with water. Upon returning the probe wipe block, the customer ran a patient sample and found no further evidence of blood drops on the tube cap. Root cause for the blood drops on the tube cap was the probe wipe block requiring to be flushed out. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.